Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a filter placement treatment procedure, the filter migrated and vessel perforation occurred. The intended location was in the inferior vena cava (ivc) just below the renal vein. Vascular access was obtained via the jugular vein. The physician advanced the 12 fr jugular titanium filter towards the renal vein with no difficulties noted. While the physician deployed the filter, the filter was implanted in a declined position. As the filter legs expanded, one of the filter legs perforated renal vein and came outside the blood vessel. The procedure was not completed due to this event. The patient was taken to surgery 8 days later to have the filter removed. No further patient complications were listed and the patient's status is unknown.